Event description:
It was reported that device detachment occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the distal part of the catheter broke like it was exploded. The device was completely removed from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and patient status was stable.